Event description:
It was reported that there was a revision surgery and there was no debris left in the patient. The doctor was trying to remove baseplate. The baseplate was extremely well fixed and was tugging on it with the baseplate inserter attached to it. The doctor eventually got it out but the 2 baseplates inserters were broken doing so. The doctor surgeon removed a +6 lateralized perform reversed baseplate, 42 standard glenosphere and flex stem. The revision surgery occurred due to an infection.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device disposition is unknown.